Event description:
It was reported that there was loss of capture and impedance was greater than 3500 ohms. There was also low amplitude r waves, and the rate response was 'off'. The lead was capped and the device was explanted. No patient complications were reported as a result of this event.